Event description:
It was reported that during a breast biopsy procedure, the device was difficult to deploy. She was unable to see the marker on post stereo images, so decided to deploy another one. The second marker deployed properly. She then noticed that the tip of the first marker had sheared off into the pt's breast. She was unable to retrieve the tip. Tip remains inside the pt's breast.

Manufacturer narrative:
The device has not been received for analysis. The batch record for lot number h4412x was reviewed. All quality inspections and device specifications were met.